Event description:
It was reported that a malfunction occurred, displaying a code that was resettable and did not recur after being addressed. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to report back if the issue happened again.